Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced sensor glucose and blood glucose and hypoglycemia with a blood glucose value of 32 mg/dl and sensor glucose value was 70 mg/dl. Troubleshooting was performed and found that pump was not suspended with sensor glucose vs blood glucose value and found that the customer has treated the low blood glucose event with food. It was found that the customer was using the pump within 48 hours of the reported event, and the auto-mode feature was active. No further patient complications were reported. It is unknown whether the customer will continue or discontinue to use the device, and the insulin pump will not be returned for failure analysis. The event involved product(s) mmt-7020a, mmt-332a, mmt-1780kpk, mmt-7811na and unomedical inf set. No product return is expected for mmt-7020a, mmt-332a, mmt-1780kpk, mmt-7811na and unomedical inf set.